Manufacturer narrative:
The nasal cannula was not returned, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the corrugated tubing of an acucare cannula. The cannula was delivering oxygen to the patient at the time their desaturation was observed. There was no result of patient harm relating to the torn mask.